Event description:
It was reported by medwatch that the "catheter tip broke off during removal. Tip retrieved via interventional radiology. Pt tolerated procedure well - no adverse effects, complications noted. Pt discharged home on same day."